Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the scissor did not open or close. A replacement device was used to complete the procedufe. No pt complications were reported.